Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the patient¿s stimulation being ¿unbearable¿, it was stated that it was not overstim ulation. The patient couldn¿t stand the former settings of the stimulation. Lowering amplitude made it okay for now. It needs to be evaluated further with md. This will be at the 12-month visit (B)(6) 2026).

Manufacturer narrative:
G2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the amplitude needed to be lowered 0.5ma "due to pet-scan." The reason for this need of amplitude lowering was unknown. Stimulation was otherwise unbearable. The etiology of the event was listed as possibly related to the patient's device/therapy, with the etiology being specified as "pet-scan." Additional information received. It was clarified that the reason for lowering the amplitude was due to the unbearable stimulation. The unbearable stimulation issue occurred after the pet-scan.